Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gf-001 /serial number (B)(4)/lot number 5206842) was returned on (B)(6) 2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined. The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2016. A follow-up report will be submitted upon completion of device evaluation.